Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft was selected for use in the patient for the endovascular treatment of a thoracic aneurysm. It was reported that during the index procedure the physician identified a gap between the taper tip and the graft cover. There were no visible damage to the device or packaging. The physician did not attempt to close the gap and decided to use another device and the procedure was completed with no injuries to the patient. No clinical sequelae were reported and the patient is doing fine.